Event description:
Per operative report received, the following was noted: the device was explanted due to moderate-sized perivalvular leak. The native valve was excised and initially sized to 27 mm and a 27-mm edwards magna valve was initially selected and placed. Post-op transesophageal echocardiogram showed a large perivalvular leak in the midportion along the right annulus. The patient was placed back on cardiopulmonary bypass. The previous aortotomy was opened. The area of the perivalvular leak could not be visualized, however, due to the size of the leak, it was felt that the only way to repair this would be to explant the valve. The valve was explanted. Of note, two stitches had torn through the annulus in the midportion of the right cusp and the annulus had a significant defect in this region. Due to the annular defect and quality of the septal tissue, it was felt that this needed to be repaired. A 1 cm x 3 cm portion of the cormatrix tissue was then sutured from the left commissure almost completely across the right portion of the annulus using 4-0 prolene suture. This reinforced the annulus.

Manufacturer narrative:
Additional manufacturer narrative:the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B)(4) hyperlipidemia, obesity, alcoholism.

Event description:
Patient and/or device status is reported to the edwards life sciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of zero days. The reason for explanting the device was not provided. Despite repeated attempts to receive further information regarding the device and event, no response or sample for evaluation was received.